Event description:
It was reported to olympus that the issue was found prior to the procedure. The device was disinfected and reprocessed manually. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (see b5) and the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material clogging the nozzle could not be specified and no deviations from reprocessing according to the instruction for use (IFU) were reported. Foreign material may not have been removed because reprocessing could not be conducted properly due to damaged to the device; however, a definitive root cause of the foreign material clogging the nozzle could not be identified. The suggested event is detectable by handling the device in accordance with the following instruction for use (IFU). IFU: operation manual chapter 3 preparation and inspection states detection method. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis exera ii small intestinal videoscope did not insufflate. Inspection and testing of the returned device found that the nozzle was clogged by foreign material. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the air/water cylinder, scope cylinder, switch box, right/left knob and the grip had discoloration. The guide pin of the electrical connector had corrosion and water tightness was lost due to damage to the channel tube. The insulation resistance value did not meet standard value due to damage to the connecting tube and a burn to the distal end cover. The light guide bundle had breakage and the light guide lens had a crack. The adhesive on the bending section rubber had a crack and third party repair was performed on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.